Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having spinal therapy for unknown indication. It was reported that the balloon inflation was performed for the fractured vertebral body and the balloon was broken. Product was disposed. There were no patient symptoms or complications reported as a result of this event. Additional information received that pre-op diagnosis was vertebral fracture and the level was unknown. The procedure involved was percutaneous vertebroplasty. Product came in contact with the patient.

Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.